Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately five (5) years, due to calcification. Patient records have been requested but not yet released by the healthcare provider.

Manufacturer narrative:
Device evaluation summary: customer report of calcification was confirmed. Moderate to heavy calcification was observed in the cusp area of leaflet 2, moderate calcification was observed in the cusp areas of leaflets 1 and 3. The free margins of all three leaflets exhibited moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was heavy at both the stent inflow and outflow. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. As received, all three leaflets appeared slightly dehydrated. Leaflets appeared slightly shrunken and stiff. The x-ray demonstrated no visible damage to the wireform. Sewing ring was also cut near commissure 3; damages are most likely due to explant. Report of explant due to calcification was confirmed by device evaluation which also revealed the significant presence of pannus/ host tissue. Patient medical records were requested but not provided to edwards. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events and report any new information as received.